Event description:
It was reported by the customer that during routine check the cs100 intra-aortic balloon pump(iabp) machine is not turning on. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,component code), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed the reported issue. The fse checked the wall fuses and found no issues. Then while connecting the unit to main power supply it sparked and a burning smell was noticed. The fse concluded that the power supply of the device had malfunctioned and needed replacement. The customer repaired the device independently and informed that it¿s functional again.

Event description:
N/a